Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% in-stent restenosed target lesion was located in the severely tortuous and severely calcified mid to distal left anterior descending (lad) artery. An non-bsc stent was deployed in the left main trunk (lmt). A 28 x 2.25mm promus premier stent was selected to treat the target lesion; however, the device was unable to cross the lesion due to severe calcification. Plain old balloon angioplasty (poba) was performed several times, however, it was difficult to dilate the proximal of the lesion. The physician tried to perform stenting using parallel wire technique but the device was unable to cross the lesion. Additional poba was performed however the device could not fully cross the severest area. When the device was removed, it was noted that the strut at the middle of the stent was lifted. No patient complications were reported and the patient's status was good.